Manufacturer narrative:
Additional manufacuring narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that during side by side evaluations on bis vs sedline, the patient awoke and opened eyes at psi values below 50 (even if in increasing trend) while bis value was higher than 60 and with beta activity since 2 minutes. No art. Averaging time selected on bis: 10 sec. No known impact or consequence to patient was reported.

Manufacturer narrative:
The returned devices were evaluated. The devices passed functional testing, and was found to visually and audibly alarm during alarm conditions. The devices were able to obtain readings and passed both manual and preset simulation tests. Visual inspection was performed on the customer rd sedline cable and identified no defects. No defect was observed in xray inspection. The module was tested and no exceptions or failures were observed. Module is fully functional. The customer complaint was not duplicated. Root and sedline module is fully functional. Psi measurement comparable to known good root and known good sedline, no performance issues were observed. The unit were determined to be functioning as designed. Concomitant medical products "root; sedline moc-9 module".